Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The revision report was provided and reviewed by a health care professional with the following findings: fracture of the prosthesis stem at the transition from the distal to the proximal 2/3 with a slightly protruding and proximally loosened uncemented stem. Contributing factors of event: obesity (bmi 33.06). Radiographs were provided and reviewed by a radiologist with the following assessment: pre-operative severe left hip arthrosis with bone on bone apposition. Post-op left hip arthroplasty has been performed. Alignment is anatomic. The femoral implant does not appear fully seated within the proximal femur with no bone along the proximal implant. Alignment is unchanged. The entire femoral implant is not included on the ap view. There is a new fracture of the distal femoral stem. No definite osseous fracture. Post-revision- the left hip arthroplasty has been revised with a long-stem femoral implant and a femoral osteotomy with cerclage wires. Alignment is anatomic. Additionally, additional remarks were provided by the head surgeon responsible for the revision surgery ¿in my humble opinion, the avenir stem size 1, cementless, distal anchoring only, should be discussed as a possible cause of the stem fracture given the patient's weight.¿ "never been pain free since her hip surgery & had to walk with crutches due to the pain" a review of the surgical technique identified under subsection "femoral implant insertion" the following: "drive the stem into the femur using the impactor until the edge of the hydroxyapatite coating corresponds to the insertion depth of the rasp." Additional depictions are provided within the surgical technique showing implant placement and that the shoulder of the avenir stem should be on the level of the resection surface so as to provide optimal anchoring of the avenir stem. Based on the available information, the reported event can be confirmed. The root cause of the reported issue is attributed the avenir stem sitting too proud leading to an anchorage of stem only in the distal part. This likely contributing to the distal stem fracture. Additionally, to what extend the patient's high bmi (33.06) further contributed to the fracture remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was initially treated on left hip with cementless hip tep, never symptom-free. Subsequently, the patient had a revision surgery due to cementless prosthesis fracture. A one-stage stem replacement was performed, and it was found that the stem was completely broken in the middle to distal third. Due diligence is in progress for this complaint; to date no additional information or product has been received

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: biolox delta hd 12/14 36x-3.5 item#00877503601 lot#3171349. Allofit alloclassic item#4265 lot#3170245. Dural alpha insert neutr ii/36 item#0100013709 lot#3148855.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient experienced ongoing pain and difficulty walking and had a revision due to a fractured stem, approximately 6 months after initial implantation. During the surgery, the fractured stem was identified at the transition from the distal to the proximal 2/3 with the proximal stem loosened. Pseudomembranous growths were debrided and sent to microbiology and a femoral osteotomy was performed. The stem and head were revised without complication and two cerclage wires were implanted. Due diligence has been completed for this complaint ; to date all available additional information has been received.